Event description:
On (B) (6) 2008, this patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A completion of computed tomography angiography (cta) revealed a proximal type I endoleak. A large palmaz stent was extended at the proximal end. In (B) (6) 2009 (date unk), the patient was hospitalized due to a fever. In (B) (6) 2009 (date unk), a CT showed inflammation of the aneurismal wall. On (B) (6) 2009, a CT demonstrated further thickening of the aneurismal wall and the type I endoleaks at the left distal leg and the proximal neck. On (B) (6) 2009, an aorta extender and a large palmaz stent at the proximal side and two contralateral legs components at the distal side of the left leg were implanted additionally. On (B) (6) 2009, a CT image showed that the inflammation persisted. Also, was noticed the evidence of the intestinal adhesion with the aorta around the bifurcated level of the excluder. The patient had a persisting fever. On (B) (6) 2009, a CT image revealed a large amount of air around the aneurismal sack. On (B) (6) 2009, a CT image revealed that the aneurysm shrank but the air around the aneurysm had increased. On (B) (6) 2009, the patient developed sepsis due to the enteric fistula and expired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The proximal aortic neck was 105 degrees. According to the gore excluder aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation. The safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in the following patient populations: > 60 degrees angulation of the proximal aortic neck. Adverse events that may occur and/or require intervention include, but are not limited to: endoleak, fever and localized inflammation and death. Also were implanted: (B) (4). Additional info was requested.